Event description:
It was reported that the health care professional (hcp) was concerned of the brady pacing rate was not as expected and called technical services (ts) for further review of the pacemaker presenting electrogram (egm). Upon review, the presenting egm showed oversensing of atrial events. Ts was unable to confirm if the oversensing was due farfield or retrograde conduction. Ts advised the hcp to schedule patient for a visit with the cardiologist for further device evaluation and recommended device reprogramming optimization. At this time, the pacemaker remains in service. No adverse patient effects were reported.